Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings from the sensor scan in comparison to readings obtained on the competitor meter. On (B)(6) 2019, sensor scans of 3.9 mmol/l (70 mg/dl) and 4.1 mmol/l (74 mg/dl) were obtained and the customer "thought to be low blood glucose and felt uncomfortable¿. Customer self-treated with food based on the sensor results. Customer was seen at the hospital on (B)(6) 2019, where a reading of 29.6 mmol/l (532 mg/dl) was obtained on their meter and he was diagnosed with hyperglycemia. Customer was admitted in the hospital and received unspecified treatment. Customer was still hospitalized during the time of call. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving low readings from the sensor scan in comparison to readings obtained on the competitor meter. On (B)(6) 2019, sensor scans of 3.9 mmol/l (70 mg/dl) and 4.1 mmol/l (74 mg/dl) were obtained and the customer "thought to be low blood glucose and felt uncomfortable¿. Customer self-treated with food based on the sensor results. Customer was seen at the hospital on (B)(6) 2019, where a reading of 29.6 mmol/l (532 mg/dl) was obtained on their meter and he was diagnosed with hyperglycemia. Customer was admitted in the hospital and received unspecified treatment. Customer was still hospitalized during the time of call. There was no report of death or permanent impairment associated with this event.